Manufacturer narrative:
The device ran a total of 285 pulses with no alarms, timeouts or drive stall. The investigation found the reservoir plunger location at 95% of a full fill and the clutch spring still retained by the spring latch even though the spring latch passed over the reservoir cap window. As a result of the clutch spring not being released, the plunger leadscrew did not advance the plunger and push out insulin through the fluid path when the ratchet gear rotated. The fill septum was inspected, and no large puncture marks were found. The distal tip of the soft cannula was manually occluded, and no leaks were present in the fluid path. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 18.1 mmol/l (325.8 mg/dl). The pod was worn between 4 and 24 hours on the back. Hyperglycemia treated with pen injection and correctional bolus.